Manufacturer narrative:
Device evaluated by MFR: a taxus liberte ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Stent strut rows 1-4 on the proximal end of the stent are lifted damaged and pushed back distally. The crimped stent outer diameter of the undamaged portion of the stent was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion revealed a midshaft kink at approximately 4mm from the proximal end of the port weld. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 25x3.5mm, 70-80% stenosed, concentric, de novo, target lesion with significant lesion bend of >45 and <90 was located in the severely tortuous and mildly calcified left anterior descending artery. After placing a non-bsc guide catheter and non-bsc guide wire, a non-bsc balloon catheter was used for predilation. The lesion appeared fibrotic and further dilatations were done. A 28 x 3.50mm taxus¿ liberté¿ drug-eluting stent was then advanced however, the device was difficult to track over the non-bsc guide wire. The device was removed and it was noted that the distal portion of the stent strut was lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 25x3.5mm, 70-80% stenosed, concentric, de novo, target lesion with significant lesion bend of >45 and <90 was located in the severely tortuous and mildly calcified left anterior descending artery. After placing a non-bsc guide catheter and non-bsc guide wire, a non-bsc balloon catheter was used for predilation. The lesion appeared fibrotic and further dilatations were done. A 28 x 3.50mm taxus¿ liberté¿ drug-eluting stent was then advanced however, the device was difficult to track over the non-bsc guide wire. The device was removed and it was noted that the distal portion of the stent strut was lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.